Event description:
Pt reports she had a blister on her eye. Several attempts to contact the pt for eye care practitioner (ecp) have been made with no reply to date. No lot info was provided. No lens returned. This is being filed as an unconfirmed blister on the eye.

Manufacturer narrative:
This is being filed as an unconfirmed blister on the eye.